Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, the balloon ruptured upon inflating within the rated burst pressure. No patient complications were reported.